Manufacturer narrative:
The inspection of the returned device showed wear, grooved eccentric screws, worn front, rear bearings and bal seals. The motor is rusty and runs slow and noisy, motor adapter plate is cracked. The device was manufactured in 1999 and no previous repair history was recorded.

Event description:
It was reported that the device chews up the graft. A second site was required to complete the procedure using a new dermatome.